Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was identified during troubleshooting. There were background check failures (differential vote outs) during the startup procedure on the analyzer. The leak was about 3 ml of fluid leaking from the quick disconnect, qd6. The leak was not contained within the analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat and gloves. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. Samples were repeated on a backup analyzer and results correlated. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and found the tubing had disconnected from the bottom of the peltier module. The fse reattached the tubing to resolve this issue. (B)(4).